Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported following the intraocular lens (iol) implantation, twenty months later the patient experienced cloudy vision at all distance with fogginess and glare. The lens was exchanged for a different lens in a secondary procedure. The clinical reason for the explant was haptic dislocation. Additional information was requested.